Event description:
Facility reported the unit did not alarm. Clinisol 15% was hung and compounded instead of travesol 8.5%. The error was discovered prior to dispensing the final tpn bag and the bag was discarded. No pt contact occurred.